Event description:
It was reported that resistance was noted when removing the retriever (subject device). Symptomatic intracranial hemorrhage occurred in the treated area 12 hours after the procedure, which was related to the device. Although no medical treatment was performed for the hemorrhage, the patient recovered. Heparin was used when the issue occurred.

Manufacturer narrative:
The subject device was not returned; therefore, an analysis could not be performed. The device history record review confirms that the device met all material, assembly and performance specifications. Because the reported hemorrhage is a known physiological effect of the procedure noted with the directions for use and/or device labeling, a cause of anticipated procedural complication was assigned to this event. Review and analysis of available information failed to identify a definitive cause for the reported removal difficulty.

Event description:
It was reported that resistance was noted when removing the retriever (subject device). Symptomatic intracranial hemorrhage occurred in the treated area 12 hours after the procedure, which was related to the device. Although no medical treatment was performed for the hemorrhage, the patient recovered. Heparin was used when the issue occurred.

Manufacturer narrative:
The subject device will not be returned because it was disposed.